Manufacturer narrative:
(B)(4)

Event description:
It was reported that a receiver not alerting to change sensor occurred. No product or data was provided for evaluation. Confirmation of the allegation and the probable cause could not be determined. No injury or medical intervention was reported.